Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to blood glucose (bg) level of 601 mg/dl and trace of ketones. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, an unexpected reset occurred. Reportedly, customer continued using pump for insulin therapy.